Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. Blood glucose was 204 mg/dl. The customer declined to complete the system check with tandem technical support. Reportedly, the infusion set site was changed and insulin delivery was resumed.